Event description:
It was reported that the laparosonic coagulation shear curve was used during a laparoscopic nephrectomy. It was reported that the device worked initially, but about halfway into the case, it began to lockout continuously. Another device was used to complete the case. There was no consequence to the patient.